Event description:
It was reported by the sales rep in taiwan that the coolpulse 90 electrode with hand controls device started to alarm after it was plugged-in. During in-house engineering evaluation, it was determined that the device was not in its original packaging. It was further determined that biological residues were visible on the tip of the device ; and that there was saline residue in the suction tube indicating that the device has been used. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter occupation: (B)(6). Investigation summary: both a photo and the actual complaint device were received for evaluation. Upon visual inspection of the photo, the generator displayed ¿output shorted¿; therefore, this complaint can be confirmed. The photo did not provide enough evidence to determine the root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing investigation was performed; as a result, an output short being displayed on the generator would indicate an accessory error. It is necessary to investigate the physical device to confirm the failure mode is consistent with devices investigated under a CAPA. Visual inspection of the complaint device revealed that it was not received in its original packaging. Biological residues where visible on the tip of the device and there was saline residue in the suction tube indicating that the device has been used. Finally, the electrode shaft, handle, buttons, cable and plug did not show any signs of damage. The electrode was connected to a vapr vue generator and all correct default settings were made available; also, it was recognized without any error. The generator was set to maximum power for ablation and coagulation modes and activated in saline solution successfully indicating that the device was fit for function at the time of use. The electrode was tested several times with the buttons and foot pedal to ensure continuity of function; as a result, no anomalies were found during the functional test. A manufacturing record evaluation was performed for the finished device u2110049, and no non-conformances were identified. Based on the functional results, we were unable to confirm the customer reported issue. Also, we cannot determine what caused the user to experience reported problem. The product was found to meet specification and no correction action is required. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.